Event description:
It was reported that the nurse stated that the patient temperature (pt) was 36.4c with targeted temperature (tt) was of 36c. They concerned about the device not functioning properly. Therapy had been going on almost 3 hours. Normothermia case. Water temperature (wt) was 10.6c, flow rate (fr) was 0.7lpm with large pads. Patient did not leave the room with the pads on. They tried to get into system diagnostics, but the nurse was just going to change the pads and hung up on me.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that the patient temperature (pt) was 36.4c with targeted temperature (tt) was of 36c. They concerned about the device not functioning properly. Therapy had been going on almost 3 hours. Normothermia case. Water temperature (wt) was 10.6c, flow rate (fr) was 0.7lpm with large pads. Patient did not leave the room with the pads on. They tried to get into system diagnostics, but the nurse was just going to change the pads and hung up on me.